Manufacturer narrative:
The company service representative examined the system. The company service representative observed system message (sm) - [footswitch failure detected ¿ broken spring] and [footswitch failure detected - treadle homing failure] occurrences in the system event log. The footswitch was replaced and footswitch functionality was verified. The company service representative replaced the footswitch charger printed circuit board (pcb) coil as a preventative measure. The system and footswitch were then tested and met all product specifications. The system was manufactured on september 14, 2016. Based on qa assessment, the product met specifications at the time of release. The footswitch was received and a visual assessment revealed no obvious nonconformity. The footswitch was connected to a calibrated system and tested. The footswitch was then connected to the footswitch tester and tested per manufacturing test procedure (mtp). The footswitch was found to meet all product specifications. No problem was found related to the reported event. The footswitch was manufactured on september 9, 2016. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the system or footswitch, related to the reported events. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no irrigation and a "possible bad" footswitch.